Event description:
It was reported that a patient presented with under-sensing, pacing problem of failure to mode switch, and high capture thresholds noted on the right atrial lead. The lead was capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.